Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
A user facility medsun mandatory medwatch report (uf/importer report# mw5147675) was received that stated, " leaking of ICU medical primary plum set filter tubing occurred when patient was receiving a potentially hazardous medication." The involved device a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. There was patient involvement, however, there was no report of human harm.